Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes and on three different days: on (B)(6) 2015, 25 mg/dl and 122 mg/dl, on (B)(6) 2015 30 mg/dl and 124 mg/dl, and on (B)(6) 2015 33 mg/dl and 147 mg/dl. Drum vial has been discarded. No adverse event reported. Meter will be returned; replacement was sent.